Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.

Event description:
Caller tested 1.8 inr on the coaguchek xs system while a professional coaguchek xs system returned as 3.0 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller tested 1.8 inr on the coaguchek xs system while a professional coaguchek xs system returned as 3.0 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system, however, the caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.